Manufacturer narrative:
Age at the time of event:18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05696. Reportable based on additional information received on 07-jun-2018. It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the moderately tortuous left internal iliac artery. An 8mm x 40cm interlock-35 and a 6mm x 20cm interlock-35 were selected for use. During the procedure, it was noted that the coils could no longer be advanced in the distal part of the catheter. The coils were consequently removed together with the catheter; however, it was observed that the coils protruded from the catheter's tip. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.